Manufacturer narrative:
No equipment was returned for evaluation. The report of low voltage, low speed, and pump stop events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file captured three low voltage alarms on (B)(6) 2016 and low speed and pump stop events on (B)(6) 2016. The low voltage alarms appeared to be due to a complete loss of power from an external source, which caused the emergency backup battery to turn on and the system controller to run in power save mode. All three times, external power was restored to the system controller. The low speed and pump stop events captured in the log file appeared to occur when the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the low speed/pump stop event captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead; however, a root cause for the events could not be determined without an evaluation of the device. It was reported that the patient, who had a known internal short to shield issue, had a history of forgetting to advise that they are using an ungrounded patient cable, and may have been tethered to a grounded patient cable in error. The observed pump stops appeared to have occurred during this tethering to a grounded cable. The patient remains ongoing on vad support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of patient using a modified patient cable due to short to shield is covered under medwatch MFR # 2916596-2015-02262. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic with a few occurrences of low voltage alarms and one pump off alarm on (B)(6) 2016. It was reported that the patient has a known history of short to shield and lives on a ungrounded power module patient cable. The patient was reported to be asymptomatic. Log file analysis confirmed the pump stoppages. It was reported that the patient may have momentarily connected to a grounded power module patient cable with the pump stoppage occurred; however, this could not be confirmed. The patient's lvad system did not produce any further alarms after being connected to an ungrounded power module patient cable.